Manufacturer narrative:
Broken pneumatic switch - not labeled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in early 2009. During the procedure, the device was activating intermittently. The customer ordered a replacement pneumatic switch for the device. No adverse patient consequences occurred.